Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2015. Approximately 7 years and 9 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on 26 may 2023, diagnosis: debris synovitis and debonding femur with loose femoral component no bone loss. No complications.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H6: corrected health effect, component, and investigation clinical codes.